Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer received a discrepant low result for 1 patient tested for gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. The initial glucose result was 14 mg/dl with a repeat result of 90 mg/dl. The initial result was released outside of the laboratory. There was no allegation of an adverse event. The glucose reagent lot and expiration date were not provided. The customer noted that they could see fluid dripping from one of the cell rinse nozzles into the reaction cells. The field engineering specialist found defective tubing on the cell rinse mechanism. He replaced the damaged tubing. The dripping of liquid into the reactions cells was causing a dilution of the measuring solution. The defective rinse tubing was identified as the root cause.